Event description:
It was reported by service report that the head end brake does not engage. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Brake pedal rod not properly set.